Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient reportedly has access to sound and it is unknown if the hearing perception is getting worse.

Manufacturer narrative:
According to the available information, it seems that the reported problems were the result of bone growth around the reference electrode. Additionally, in situ measurements show a few channel possibly involved in short circuits. However, to confirm such findings, a device investigation would be necessary. The device remains implanted and the user is monitored by the clinic.

Event description:
The recipient reportedly has access to sound and it is unknown if the hearing perception is getting worse. Re-implantation is not considered at this time. The clinic will monitor the recipient.